Event description:
Interventional radiology- vena cava filter- cap of the sheath broke off and the snare wire broke inside the patient; nothing was retained in the patient. All components retrieved. Cook medical, gunther tulip vena cava filter retrieval kit, ref gtrs-200-rb, g13287, lot 16623792